Manufacturer narrative:
Manufacturing site evaluation: waiting for product return; evaluation on-going.

Event description:
Country of complaint: (B)(6). When placing needle/suture into needle holder from package, detached occurs.